Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-00359. It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis and balloon withdrawal difficulties occurred. The 100% stenosed diagonal artery was predilated with a 2.0x15mm non bsc balloon. A 2.25x24mm taxus express2 atom drug eluting stent (des) was then deployed at 9atms for 45 seconds in the lad. When the physician attempted to remove the stent delivery system (sds) after the deployment of the stent, balloon withdrawal resistance occurred. The physician deep seated the non bsc guide catheter and was able to successfully remove the guide catheter and sds. The 90% distal lad was then predilated with a 2.0x15mm non bsc balloon and a 2.50x32mm taxus liberte (des), was deployed at 14atms for 45 seconds. When angiogram was performed, it was noted that calcification was still present in the lesion, and there was an undilated portion of the 2.50x32mm taxus liberte des. The physician also experienced balloon withdrawal resistance when removing the taxus liberte sds. The wire position was lost and everything was removed. The physician attempted to re-wire the lesion with a non bsc wire, but the wire continually went underneath the stent strut and the physician was not able to re-wire the lesion. The final angiogram showed thrombosis in the proximal portion of the 2.50x32mm taxus liberte des. The thrombosis was treated with a coronary artery bypass graft. No additional pt complications were reported with the pt's current condition listed as "fine". It was noted that prior to this procedure the pt was very sick and was denied operation by surgeon prior to this procedure. Post bypass, the pt was extubated and was doing fine.